Event description:
A nurse reported that it was not possible to flush the device when it was already prepared for a vitrectomy, therefore the testing was not possible. The cassette was changed and the priming procedure worked. During the surgery, the vitreotome did not work and a new one was opened. The issue was solved and the vitrectomy was completed without any difficulties. The patient did not experience any harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).